Event description:
It was reported that during lv lead explant the device set screw would not work. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported set screw anomaly was confirmed. As received, the rv set screw was slightly damaged. Silicone septum material was found inside the hex cavity, preventing full insertion of the torque driver into the hex cavity. The left ventricular lead exhibited normal electrical characteristics. Mechanical and visual analysis found no anomaly related to the reported event.